Event description:
During an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a pericardial effusion occurred. The pulmonary veins were isolated with the tacticath quartz ablation catheter and a typical atrial flutter was induced. The catheter was pulled back into the right atrium and a cavotricuspid isthmus line ablation was performed. A steam pop was heard but the patient remained stable. The atrial flutter was terminated. The patient then became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.